Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2017-00178.

Event description:
It was reported that the tulip of a pedicle screw flared open and released the closure top during final tightening within surgery. The closure top was reintroduced, and this occurred a second time. The closure top was reintroduced again and successfully tightened. The pedicle screw and closure top remain implanted. There were no injuries reported as a result of this event. This is report two of two for this event.